Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient is having an increase in seizures since her recent battery change on (B)(6) 2016. No additional relevant information has been received to date.